Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced inappropriate shocks due to apparent atrial fibrillation (af) with rapid ventricular response. It was also noted that this is not the first time the patient has received inappropriate shock. Boston scientific technical services (ts) suggested the patient to follow up with the physician. Subsequently, the patient presented to the emergency room with bradycardia, and the physician opted to turn off the tachy therapy. This device remains in service. No additional adverse patient effects.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced inappropriate shocks due to apparent atrial fibrillation (af) with rapid ventricular response. It was also noted that this is not the first time the patient has received inappropriate shock. Boston scientific technical services (ts) suggested the patient to follow up with the physician. This device remains in service. No additional adverse patient effects.